Manufacturer narrative:
The initial reported event was received on (B)(6) 2017. Of note, the reportable malfunction and/or serious injury (syncope and high lv thresholds) is normally submitted via a bimonthly report submission that would have been due on (B)(6) 2017. Information was subsequently received on (B)(6) 2017 and revealed that the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Concomitant product: c4tr01 ipg implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with after a syncopal episode. It was noted that there were high thresholds on the left ventricular (lv) lead, and that there had been alerts in the past. It was further reported that the patient expired approximately two weeks later. No further information was able to be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.